Manufacturer narrative:
It was noted that there was a partially broken reservoir tube lip. Reservoir was tested and locked properly into the reservoir tube. The pump had a broken belt clip slot, a shifted/loose end cap sticker, a cracked reservoir tube, cracked battery tube threads, and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a piece broken off the reservoir compartment. Customer stated that she was able to get the pieces to hold together to keep the reservoir in but the reservoir is really loose. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.